Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was being prepared for use in the esophagus during an endoscopic esophagogastric varices ligation procedure to treat gastric fundus varicose veins and esophagogastric varices performed on (B)(6) 2024. During preparation, it was noticed that the wire connecting the head of the ligator to the handle did not have one so they could connect the ligator head. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. The reported event may suggest that the suture was detached.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of suture detached. Block h11: the speedband superview super 7, the ligator housing was analyzed, and a visual evaluation noted that the ligator housing returned with seven bands attached and one of the ligator teeth was found bent. The suture was not returned. Per media analysis on the provided photo, the photo showed the ligator housing with seven bands attached to it. No other problems with the device were noted from the device. The reported event of suture detached was not confirmed. Upon analysis, the returned ligator housing had seven bands attached to it, and one of its teeth was bent. It is possible that this problem when trying to deploy the bands, might have to do with the technique used by the physician or the way the device is being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle, and this made the bands feel difficult to be deployed. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, could have also affected the functionality of the handle when deploying the bands. The suture was not returned for analysis; hence, it is not possible to identify the defect reported. Without proper evaluation of the suture, it remains unknown the most probable causes that contributed to the event. Since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event, therefore, the most probable root cause for the encountered problems will be documented as cause not established.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of suture detached.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was being prepared for use in the esophagus during an endoscopic esophagogastric varices ligation procedure to treat gastric fundus varicose veins and esophagogastric varices performed on (B)(6) 2024. During preparation, it was noticed that the wire connecting the head of the ligator to the handle did not have one so they could connect the ligator head. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. The reported event may suggest that the suture was detached.